Manufacturer narrative:
Upon the receipt of additional information, this report will be updated.

Event description:
It was reported that the estimated battery longevity of this device reduced from 42 months remaining, to less than 3 months remaining, in just over one years time. A copy of device memory was saved and submitted to boston scientific technical services for review. Engineering reviewed disk analysis and confirmed premature battery depletion. The diagnostic data confirmed that the power consumption of this device has been increasing during the past year, and is expected to continue to increase. Due to this anomaly, a technical services consultant recommended device replacement. This device currently remains implanted. No adverse patient effects were reported.

Event description:
It was reported that the estimated battery longevity of this device reduced from 42 months remaining, to less than 3 months remaining, in just over one years time. A copy of device memory was saved and submitted to boston scientific technical services for review. Engineering reviewed disk analysis and confirmed premature battery depletion. The diagnostic data confirmed that the power consumption of this device has been increasing during the past year, and is expected to continue to increase. Due to this anomaly, a technical services consultant recommended device replacement. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. Currently, this product has not been received by boston scientific. A return request will be submitted to the field.